Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found there were no broken or loose cables observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. Additional observation related to customer reported complaint: the instrument was found to have localized melting in the middle part of the yaw pulley. The thermal damaged yaw pulley closer to the grip cable causes the cable to appear charred. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed electrical continuity test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken or loose cable. The procedure was completed with no reported injury.